Manufacturer narrative:
6/24/1998-supplement #1 sent to FDA. Device not available for eval.

Event description:
The product was used during a laparoscopic gynecological procedure. Reportedly, the instrument leaks pneumoperitoneum. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.